Event description:
It was reported that the patient was kicked by a (B)(6) child in the area of the implant. Pain was experienced by the patient at the site of the implant. The implantable cardiac monitor would not interrogate after this occurrence. The device was explanted and replaced with a later model implantable cardiac monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The analyst indicated that further investigation did not lead to a root cause for premature depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.